Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. Approximately three months after implanted, the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.